Manufacturer narrative:
One device was received. The device was scrapped without full investigation into the failure mode. However, based on the reported problem the most probable cause was either a cracked tank cover from overtightening or a cracked reservoir from impact damage or sometimes a worn interlock block o-rings or tank cover gasket. A device history record (DHR) review was not performed as the product was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. UDI in section d4 is unknown. No information has been provided to date.

Event description:
It was reported that the unit is leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.